Event description:
It was reported that during service and repair pre-testing, it was observed that the motor device would not rotate. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device manufacture date: the device manufacture date was documented as nov 10, 2014 in the initial report. The device manufacture date has been updated as nov 10, 2004.

Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device would not rotate. Therefore, the reported condition was confirmed. It was determined that this was due to damaged vanes from a lack of lubrication. The assignable root cause was determined to be due to user error, misuse and/or abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.